Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient weight. Evaluation summary: (B)(4). The lock line was returned, but the mitraclip delivery system was not returned for evaluation; therefore, the reported difficulty removing the lock line could not be replicated in the testing environment. The reported knot was confirmed. The investigation determined that the observed knot led to the difficulty removing the lock line; however, a definitive cause for how the knot formed could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the difficult to remove lock line, which has potential to cause or contribute to serious injury. It was reported that during removing of the lock line on the third mitraclip, resistance was met after the majority of the line was removed. The lock line was jiggled for one second and the lock line was successfully removed. After removal of the lock line, a small bump was noted on the line. It is unknown if the bump was a knot. Mitral regurgitation was reduced from 4 to 2 with three mitraclips. The patient outcome was good. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.